Event description:
It was reported that the user had just started using the pump and announced a lunch meal but consumed only a snack, after which blood glucose decreased to 75 mg/dl and then rose to 85 mg/dl after oral carbohydrate intake with orange juice. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included transient hypoglycemia that was self-treated with oral glucose without medical intervention or hospitalization. Investigation included customer education on consistent meal announcements and intake to establish a baseline during early use and troubleshooting regarding meal size mismatch. Investigation of this case revealed user-related use error due to incorrect meal size announcement rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal dosing inconsistency.

Manufacturer narrative:
Initial.